Event description:
It was reported that while using the bd microtainer® quikheel¿ lancet that the lancet is defective. Patient had to be re-stuck multiple times. No impact reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d9: device available for eval: yes. D9: returned to manufacturer on: 02-may-2024. H6: investigation summary: bd received 45 samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for retraction failure with the incident lot was not observed. However, two lancets were observed to have partially depressed triggers (pre-activation) and with the blade exposed from the lancet. When fully activated these lancets still retracted the blade. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of retraction failure was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint could not be confirmed for the failure mode retraction failure; however, this complaint has been confirmed for the failure mode pre-activation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd microtainer® quikheel¿ lancet that the lancet is defective. Patient had to be re-stuck multiple times. No impact reported.